Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 03-aug-2022 h.6. Investigation summary: five 3ml luer-lock syringes and one photo (p/n 309658) were received and evaluated. No foreign matter was observed in any of the syringes from the samples received. The photo shows a 3ml syringe with an unknown red tip cap attached and two pieces of white particulate inside the tip thread area of the syringe. A sample of the syringe with the foreign matter is required to perform fourier transform infrared spectroscopy ( ftir) analysis to determine foreign matter composition. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 1181132. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported before use the bd plastipak¿ centric luer-lock hypodermic three-piece syringe there is an issue with foreign matter. The following information was provided by the initial reporter: "when preparing aseptic preparations in bd plastipak luerlok 3ml and 5ml syringes, we find white particles in the syringe thread. This has frequently occurred with vincristine from teva, but has also been noticed with azacitdine. The syringes are sealed with kombirot caps from braun. The solutions are both diluted and undiluted. If required, I have photographic material and reserve samples."

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd plastipak¿ centric luer-lock hypodermic three-piece syringe there is an issue with foreign matter. The following information was provided by the initial reporter: "when preparing aseptic preparations in bd plastipak luerlok 3ml and 5ml syringes, we find white particles in the syringe thread. This has frequently occurred with vincristine from teva, but has also been noticed with azacitdine. The syringes are sealed with kombirot caps from braun. The solutions are both diluted and undiluted. If required, I have photographic material and reserve samples."